Event description:
The angled long saber attachment was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered within internal components of the device. Corrosion can cause increased friction between rotating components, which can cause heat to be generated.